Event description:
Device issue: tip separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a dual chamber pacemaker implantation procedure, a small piece of the tip of the whisper wire broke off inside the lead. The wire was left in the lead, inside the pt. There was no adverse pt sequela reported and two days post-procedure, the pt was discharged to home. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.